Event description:
Valve thrombosis of the on-x mitral valve prosthesis occurred while pt still in hospital recovering after implant 2 months post-operative. Per (B)(4) guidelines, thrombosis is defined to be valve-related. Per surgeon op notes, clot mainly on the atrial aspect but also on the ventricular aspect. The clot spread onto atrial wall for 5 mm and 3 mm onto lv wall. Photo taken by surgeon clearly shows thrombus. Pt was (B)(6). Pt recovered.

Manufacturer narrative:
The valve will be returned to the distributor in january who will submit it to an independent surgeon, doctor (B)(6), for further evaluation. Follow-up report may be filed if doctor (B)(6) findings are more than just a confirmation of the thrombosis reported by the surgeon.